Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white crystallized foreign material clogged in the nozzle; however, the foreign material could not be further identified. It was not reported that the nozzle was deformed or damaged. The user conducted reprocessing in accordance with standards in france and the instructions for use (IFU); therefore, no deviation from the IFU was confirmed. A further cause of the suggested phenomenon could not be presumed. To prevent further recurrence, it is suggested that the user facility receive instruction/reinstruction on how to handle the device in accordance with the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with foreign material. In addition, there was no air or water output due to the clogged nozzle, the adhesive on the bending section cover was peeled off, the distal end cover was scratched, the adhesive on the light guide lens and charge coupled device was worn, the charge coupled device lens was scratched, there was an air leak at the connecting tube due to perforation, the top of key number one was worn, and the universal cord was wrinkled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.